Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges infection and surgery to explant the device with the removal of part of the intestine. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ reason for removal of intestine or source of infection was not provided. No medical records have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Note: the information provided alleges the patient was guaranteed "it would dissolve with time". However composix kugal is a non-absorbable type of mesh device. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient was implanted with an unspecified bard/davol composix kugel during an umbilical hernia repair surgery. On (B)(6) 2008: when the patient returned for a post-operation diagnosis, he complained of right side abdominal pain which increased throughout the day. His assessment stated that the abdominal pain was "uncertain etiology" because there were no associated symptoms or abnormalities. Patient even complained specifically about the mesh, and made his concerns clear with his doctor who continued to provided post-operative care to patient for several months following the surgery. Since the surgery, the patient has been in constant abdominal pain, and has been to the ER and urgent care several times but the cause was not determined to have been the hernia mesh. As his abdominal pain worsened it was accompanied with 3-4 months of diarrhea, vomiting, acid reflux, fever and tenderness. On (B)(6) 2014: a CT scan was taken of the patient's abdomen, where they found the hernia mesh still intact, despite having guaranteed the patient that it would dissolve with time. Inflammation and infection as a result of the mesh was found. On (B)(6) 2017: "exploratory surgery" was scheduled, where the mesh was ultimately removed along with 4 inches of his intestines. Patient has suffered and continues to suffer from serious injuries, including but not limited to, pain and suffering, physical injuries, disability, significant disfigurement, and medical and nursing care treatment.